Event description:
Treatment of a 3.5cm avm (arteriovenous malformation) located in the superficial part of the right cerebrum, s/m grade: 2 non-eloquent area, hemorrhagic lesion. It was reported that the patient underwent the first onyx embolization treatment on (B)(6) 2009 involving 3 onyx 18 with a total injected amount of 0.58ml. During the procedure, blood was noted in the catheter and there was blockage due to onyx which caused the catheter to fracture. The patient underwent the second onyx embolization treatment on (B)(6) 2009 involving 2 onyx 18 and 2 onyx 34 with a total injected amount of 0.96ml. A third onyx embolization treatment was performed on (B)(6) 2009 involving 3 onyx 18 and a total injected amount of 0.61ml. The avm was completely excised on (B)(6) 2009; however, left hemiplegia and cerebral contusion in the right frontal lobe were observed. It was reported that the patient's left hemiplegia was found to be better during the 24-month follow-up. Same event as MDR# 2029214-2013-00449.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).